Event description:
A phone call was conducted in order to follow up on a previous call the customer made for her insulin pump that it was lost. The customer stated that she was hospitalized due to high blood glucose over 600mg/dl. The customer did feel sick, weak, dizzy, and had headaches as well. The customer mentioned being in the hospital for over three days and until her blood glucose was low. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.